Event description:
A report was received that the patient underwent a pocket revision to move the ipg to a more comfortable position. After the revision, the patient is reportedly doing well.

Manufacturer narrative:
Device remains in patient. This is the final report.